Manufacturer narrative:
The product sample was not returned. No investigations could be conducted.

Manufacturer narrative:
Date of event was advised to be (B)(6) 2019; however, specific date was unknown. Patient's weight was asked but unknown. Follow-up attempts were made to request nightguard back for evaluation; however, the nightguard has not been returned yet. Once the nightguard is returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using an astron clearsplints nightguard. After wearing the nightguard for 1 to 2 weeks, the patient developed swollen lips and soreness/tenderness on the teeth and gums. Upon experiencing the reaction, the patient stopped using the nightguard right away. The symptoms were cleared after about a day. The patient did not require any treatment for the symptoms. The patient reported to be doing ok when she visited the clinic. The patient has no medical pre-existing condition or allergy; however, she has a history of heavy bruxism. The doctor did not make any adjustment to the nightguard. The patient was instructed to clean the nightguard only using water.